Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a review of pump data found that a bolus was entered with a blood glucose (bg) value of 600 mg/dl and 999 grams of carbohydrates. A review of pump history confirmed that the numbers were entered into the bolus menu but the bolus was not delivered. The customer indicated that these numbers were not intended to have been entered into the pump and believed someone other than the customer had entered the numbers into the bolus menu. There was no reported adverse impact to the customer. Tandem technical support educated the customer regarding the feature lock feature. Customer acknowledged.